Event description:
Complainant alleged that during biomed testing the device doesn't charge to selected energy. When set at 200 joules, the device charged to 7 joules. Complainant indicated that there was no patient involvement in the reported malfunction.